Manufacturer narrative:
Due to character limit in e1 event site name (B)(6) medical hospital, (B)(6), telephone number (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an issue as the touch panel could no longer be operated. No patient involved.

Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name (B)(6). Updated fields - b4, d9 (return to manufacture date), e1 (event site name, event site address, event site city, event site telephone), g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected data - e2, e3. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. The touchscreen was replaced and an operation inspection was performed, and the result was good, so it was returned to the hospital. The failure analysis and testing dept. Received part with a reported unit failure of the touch panel not operating. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure was confirmed. Retaining the part in the failure analysis and testing department per procedure.

Event description:
N/a.